Event description:
Right internal jugular triple lumen central line was placed (B)(6) 2015 at the start of a surgical procedure. The catheter was removed on (B)(6) 2015. A cxr was done (B)(6) noting a retained piece of fractured ij catheter. Dates of use: (B)(6) 2015. Diagnosis or reason for use: hemodynamic monitoring, administration of fluids and meds. Event abated after use stopped or dose reduced? Yes.